Manufacturer narrative:
From the device history record, lot#20200229-23-sh was finished on 03rd apr 2020. No exception was recorded in the device history record that could lead to the reported incident. Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.185g/10 pieces. There are 171 occurrences reported in the past 12 months. At the time of the investigation no sample was returned, only photo was provided. Lint ball was found on the surface of the towel. According to the supplier, the operating room towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined.

Event description:
Surgeon had to reopen towel supplies mid cardiac catheterization since he observed a very high amount of lint from the cotton operating room towels pwtb04-stm in the cardiac catheterization pack san51cckkg on his gloves and wires. No injury was reported. No patient demographics provided.